Event description:
It was reported following an unrelated procedure where the ipg was not placed in surgery mode and was unable to connect with external devices. Company manufacturer met with patient and several attempts of trouble shooting was unable to reconnect. As such, surgical intervention may be pending to address the issue later.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.